Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallowing of the ac. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, significant reduction of irido-corneal angle, shallowing of the ac, the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as a patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.